Event description:
It was reported that the left monitor on the 9900 system had dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power module connector was repaired and the fluoro functions board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.